Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During visual inspection, the guidewire distal tip was seen to be kinked/bent. The guidewire ptfe coating was seen to be peeling from the proximal in multiple areas up to 90cm. The core wire distal end was observed through the distal tip dome. The distal tip ball was hydrated and no anomalies were noted. The hydrophilic coating was hydrated and there were no anomalies noted. Functional inspection was not required as visual inspection results sufficed. The reported event was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the dispenser hoop was flushed before removing the guidewire, and there was no resistance encountered when removing the guidewire from the dispenser hoop. During visual inspection, the guidewire distal tip was seen to be kinked/bent, confirming the reported event. The ptfe coating was also seen to be peeling in multiple areas up to 90cm from the proximal end of the wire. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as reported and as analyzed event 'guidewire distal end/tip kinked/bent' as well as the as analyzed event 'guidewire ptfe coating peeling' since these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned subject guidewire revealed peeling of its ptfe coating. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.